Event description:
It was reported that the patient's inflatable penile prosthesis (ipp) reservoir migrated from the space of retzius. It was also reported that the patient experienced a hernia. Surgical intervention was performed to explant the reservoir and pump, and the hernia was repaired. A new cx 21 cm prosthesis and a conceal reservoir were then implanted. The relationship of the device to the hernia could not be established. No additional patient complications were reported.

Manufacturer narrative:
Concomitant product UDI for preconnect is (B)(4). The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The device history record (DHR) review confirmed that the device met all material, assembly and performance specifications. A review of the device instructions for use (IFU) was completed and did not reveal any evidence of device misuse, off label use, or failure to follow instructions. The reported patient symptom and the migration are known risk associated with this device type and indicated as such in the instructions for use.

Event description:
It was reported that the patient's inflatable penile prosthesis (ipp) reservoir migrated from the space of retzius. It was also reported that the patient experienced a hernia. Surgical intervention was performed to explant the reservoir and pump, and the hernia was repaired. A new cx 21 cm prosthesis and a conceal reservoir were then implanted. The relationship of the device to the hernia could not be established. No additional patient complications were reported.

Manufacturer narrative:
Concomitant product UDI for preconnect is (B)(4).